Event description:
It was reported that during a follow up, multiple inappropriate atrial tachycardia detection and mode switch episodes were observed due to far r-wave oversensing on the atrial channel. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.